Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force system alarm. Customer¿s blood glucose level was 9 mmol/l. Customer was able to complete rewind and clear the alarm. Customer reported that the insulin pump was compromised and did not detect the reservoir. Insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm a33 alarm due to motor error alarm. Device passed displacement test and a21 error test. No unexpected a21 alarm noted.